Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05136. It was reported that an asymptomatic patient presented via remote transmission. Review of transcripts during a remote follow up revealed noise on the right atrial lead and right ventricular lead in (B)(6) 2018. Patient was stable and will be monitored.